Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain around the incision site. On (B)(6) 2020 patient presented in clinic for device check up. Upon review, the patient experienced pain when the left arm was moved up, down, left, right, or across his shoulder, and the patient could not sleep on the patient's left side because of the movement of the implantable cardioverter defibrillator medially which caused the patient pain. On (B)(6) 2020 pocket revision was performed and the device was placed under the pectoral muscle. The patient was stable before, during, and after the surgery.